Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Upon interrogation, the right atrial (ra) lead exhibited low impedance measurements. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.